Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pacing lead (ipl), the patient was hospitalized, and evaluation revealed after (B)(6) 2018 lead impedance alarm triggered several times. It was also reported the ipl exhibited high impedance, occasionally did not pace, micro dislocation, wear or myocardial degeneration was suspected, and oversensing noted. The ipl was re-positioned, and all parameters tested normally. However, to avoid patient risk a new lead was implanted. The ipl was unplugged, buried and remains in the patient. No patient complications have been reported as a result of this event.